Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 78% stenosed, 19x2.75mm, eccentric, de novo target lesion was located in the non-tortuous and moderately calcified bifurcated ostium of the left anterior descending (lad) and left circumflex (lcx) arteries. A 3.00x20mm promus element ¿ drug eluting stent was used to treat the target lesion. During the procedure, it was noted that the stent was deformed. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.